Manufacturer narrative:
At the end of the procedure, the surgeon's assistant noticed that the transparent molded plastic piece on the bottom of the endoscopic vein harvesting bipolar device was broken. The piece was found on the floor. The pt was not harmed and the product functioned properly during the procedure. Damage to the jaw was confirmed when the device was rec'd from the customer. The upper jaw tip was broken. The physician has acknowledged that he also uses the bipolar device as a dissector. This is not the intended use of this device. As stated in the instructions for use. "Do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument". It appears that the damage was due to abuse. An in-service will be provided by sorin group (B)(4) to review the proper use of the bipolar device. No further action is deemed necessary.

Event description:
At the end of the procedure, the surgeon's assistant noticed that the transparent molded plastic piece on the bottom of the endoscopic vein harvesting bipolar device was broken. The piece was found on the floor. The pt was not harmed and the product functioned properly during the procedure.